Manufacturer narrative:
The hill-rom technician found the head left and foot left brake casters not holding due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced head left and foot left brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head left and foot left brake caster is not holding. The bed was located at the account in (B)(4). There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).